Event description:
It was reported that the device was used during an unknown procedure to remove a carcinoma of the esophagus. The device fired an incomplete staple line. The surgeon hand sutured the anastomosis, there was excessive bleeding at the anastomotic site and the surgical time was extended by one hour. The patient developed post operative bleeding and was returned to surgery. The patient then developed a post operative infection.